Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: tissue valve implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also reported that the right ventricular (rv) lead "did not have adequate slack." Both leads were replaced. No patient complications have been reported as a result of this event.